Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Eight motion batteries and the motor batter charger were replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The motor battery charger has been received by the manufacturer and is currently under analysis. No other parts have been received. A review of the software log shows the following sequence of events relating to the shutdown of the system due to low battery voltage: 18:21:17 image acquisition system (ias) acquisition mode changed from 3d to sa; 18:21:24 mobile view station (mvs) system shutting down; 18:21:58 ias battery status critical. Voltage = 91.98; 18:22:21 ias battery status shutdown. Voltage =87.96. 18:22:21 ias system shutting down due to low battery condition. Based on the system shutdown due to low battery voltage and the replacement of battery related hardware components it is determined that the probable cause of this complaint was hardware related. The software worked as intended.

Manufacturer narrative:
Investigation of returned suspect motor battery charger was unable to confirm the reported event. The device was found to be fully functional with no problem found. Motor charger board passed functional output test. Visual inspection noted led's light as expected, board has no leaking capacitors. Visual pass. Installed motor battery charger in test imaging system and the system charged and readied as expected. Motion batteries charged and kept up with the demand during system motion. Pins 18-19 measured 27.63vdc. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. Part return requested. No parts have been received by the manufacturer for evaluation. No additional information is available. No parts were received by the manufacturer.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the system displayed a low battery error. It was also reported that the image acquisition system (ias) shuts down after a short period of time being disconnected from the mobile view station (mvs). The procedure was still able to be completed successfully using the system, and there was no delay reported. The patient was not impacted. No additional details were provided.